Manufacturer narrative:
(B)(4).

Event description:
The customer reported the mrx battery completely failed. Also while performing their pm's on the mrx's the output test is failing 20% below. There was no report of patient involvement.